Event description:
Pt was being transported from one hosp to another hosp, by ambulance. Pt was doing fine, while in the emergency room. When the pt was transferred to the ambulance and before the ambulance was out of the drive, there appeared to be a bag malfunction. The pt could not exhale and the bag became very hard and the pt could no longer be vented by this resuscitation bag. Pt was returned to hosp with a tension pneumothorax, which dr states may have been caused by the malfunction.